Event description:
During a baxter visit, it was reported that a spectrum infusion pump "stopped infusing and shut down during a continuous infusion." The customer reported that "the pump alarmed and gave a 'system failure code' that she could not recall and then went completely black." It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.